Manufacturer narrative:
The initial MDR 2247117-2015-00060 was filed on october 20, 2015. Additional information (11/17/2015): a siemens technical support laboratory (tsl) received the reagent pack from the customer for in-house testing. The reagent pack was shipped by the customer without cooling packs, which compromised the reagent kit and could not be used for testing. A siemens headquarters support center (hsc) specialist recommended that the customer should refrigerate the reagent kits. The cause of the discordant, falsely low rapid tsh results on multiple patient samples is unknown. Corrected information (12/01/2015): based on information provided by the customer, siemens investigated the reagent pack used by the customer.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that quality controls were out of range after switching to a new reagent kit and bead. The customer placed another new reagent kit and bead and ran patient samples, which were acceptable. The customer stated that the reagent kits were too warm upon delivery due to the hot weather. The cause of the discordant, falsely low rapid tsh results on multiple patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely low rapid thyroid stimulating hormone (rapid tsh) results were obtained on multiple patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s), who questioned them. The new samples were obtained from the patients and were tested on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low rapid tsh results.